Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an ovation ix extender to treat an abdominal aortic aneurysm (off -label procedure due to the use of afx with ovation devices). Approximately 4 months post initial procedure, a type 1a endoleak was identified during a routine follow up. Reportedly, the patient has covid and there is no schedule date for re-intervention yet.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type 1a endoleak is confirmed. The clinical evaluation also shows reasonable evidence to suggest the type 1a endoleak was present at initial implant and persisted. This finding was discovered during an examination of the operative note dated (B)(6) 2022 and discharge summary dated (B)(6) 2022. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest the following occurred that were not included in the event as reported: pre-existing type ii endoleaks (anatomy-related) of the lumbar and internal mesenteric arteries, and intraoperative inability to advance sheath for delivery of a proximal extension, estimated blood loss of 1300cc and access site complication in the right femoral artery. These findings were discovered during an examination of the 2-month post index CT (computed tomography) scan, and the operative note with discharge summary, respectively. The most likely causation for the reported event is user-related due to concomitant product use of an ovation ix extender with an afx2 bifurcated stent graft (off-label condition). Procedure-related harms for this event could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: a2 age at time of event b3 date of event b5 describe event or problem d10 therapy dates h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an ovation ix extender to treat an abdominal aortic aneurysm (off-label procedure due to use of afx with ovation devices). Approximately 4 months post initial procedure, a type 1a endoleak was identified during a routine follow up. Reportedly, the patient has covid and there is no schedule date for re-intervention yet. Additional information received per clinical assessment indicating that multiple type ii endoleaks (non-device-related) occurred prior to implant with the afx2 and ovation ix products. In addition, it was noted per clinical that the type 1a endoleak was present at initial implant and persisted. The physician plans to re-intervene and surgery has been scheduled. It was also discovered per clinical assessment that during the initial implant procedure, the physician was unable to advance the afx introducer system in preparation for implant of an afx proximal extension. During this procedure, there was abnormal blood loss (1300cc) to the patient as well as an access site complication in the right femoral artery. A separate report was filed per intraoperative event of unable to advance afx introducer system with abnormal blood loss and access site complication (reference MFR. Report # 2031527-2022-00230).

Manufacturer narrative:
Corrections: b6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated.